Manufacturer narrative:
In the returned state, the lead had been cut through 48cm from the tip electrode. The proximal lead fragment was not available for analysis. An explantation set was located inside the distal fragment, and a thread had been tied to the distal fragment. The returned fragment was thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially between 9 and 9.5cm and between 7 and 7.5cm proximal of the lead body. In addition, a short-circuit was detected during the electrical tests. This damage is with high probability the cause of the observed oversensing and the inadequate shocks. The position and characteristics of the fraying lead to the assumption of severe mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as cause. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported, that after 43 months the patient received inappropriate shocks. The lead also showed an increased threshold. The lead was explanted.